Manufacturer narrative:
(B)(4). Batch n9318v. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a liver resection procedure the tissue pad was burnt through to the top jaw and a piece of the jaw broke off of the device used. The piece was retrieved, but it was unknown if they had fallen in to the patient. Procedure was completed with a different harmonic device. There were no patient consequences reported.